Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "self-check failure- 1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Internal inspection found the device was affected by fluid ingress within the manifold and smart pneumatic module tubing. It was recommended to replace any components showing signs of contamination or fluid ingress. The flow screens were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.